Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: [instruction manual evis lucera ultrasound gastro videoscope olympus gf type uct260]. Chapter 6 application and conditions for cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection and sterilization procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrovideoscope, which was being stored after cleaning, appeared to have blood on the tip. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the foreign material was suspected to be blood. There was no delay in the start of the pre-cleaning and the nozzle is cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing.

Manufacturer narrative:
Corrected data: h6.: (type of investigation code "3331", was listed on the previous follow-up report in error).